Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness and vomiting. Three days prior to the peritonitis diagnosis, the patient was hospitalized due to weakness and vomiting and was initially treated with vancomycin injection (1gm, every 5th day, intraperitoneal), fortum injection (1gm, once daily, intraperitoneal) and amikacin injection (125mg, once daily, intraperitoneal) for the event. The same day as the peritonitis diagnosis, the patient was treated with the same medication however the route of administration was given intravenously and was discontinued after 12 days the cause of peritonitis was unknown. On an unknown date, pd therapy was discontinued. The same day as the peritonitis diagnosis, pd catheter was removed and the patient was transferred to hemodialysis (hd). At the time of this report, the patient has recovered from the events however, remained hospitalized for hd process (twice a week). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.